Manufacturer narrative:
On 10/8/2024 - we were notified of a patient who ingested a capsule on august 2nd. "The patient was at risk of strictures, and had surgery (with a different doctor other than the current gi) whereby a portion of his intestines were removed as it got stuck. However, it appears that the customer's office has no idea about the lost capsule". Frm-0089c was sent to the customer to obtain further information on this incident. (B)(6) 2024 - frm-0089c was received indicating the patient has a pre-existing condition (ischemic colitis) which led to the retention and that the patient underwent small bowel resection to remove the capsule. The retention was not related to the capsule since the patient had a pre-existing condition. 10/29/2024 - a replacement capsule was sent to the customer.

Event description:
On 10/8/2024 - we were notified of a patient who ingested a capsule on august 2nd. "The patient was at risk of strictures, and had surgery (with a different doctor other than the current gi) whereby a portion of his intestines were removed as it got stuck. However, it appears that the customer's office has no idea about the lost capsule". Frm-0089c was sent to the customer to obtain further information on this incident. On (B)(6) 2024 - frm-0089c was received indicating the patient has a pre-existing condition (ischemic colitis) which led to the retention and that the patient underwent small bowel resection to remove the capsule. The retention was not related to the capsule since the patient had a pre-existing condition. 10/29/2024 - a replacement capsule was sent to the customer.